Event description:
It was reported that the shear off final driver was sticking in the mating shear off closure tops during surgery. It was successfully used to complete the surgery without impacts to the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Summary: the complaint is unrefuted for one (1) of one (1) vital driver (pn 730m0002) for the failure of binding to set screws. Medical records were not provided for review. Device evaluation: product was not returned and photos were not provided, so the failure could not be confirmed. Additionally, lot number was not provided, so DHR review and lot based analysis could not be performed. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review and related actions lot number is not known, so DHR review could not be performed. No actions required. This event is not related to any current actions or recalls or product holds. Device use this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the shear off final driver was sticking in the mating shear off closure tops during surgery. It was successfully used to complete the surgery without impacts to the patient.